Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was a pericardial effusion. Pericardiocentesis was performed on the patient. The procedure was stopped after this effusion. The patient needed 3 days hospitalization. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed; the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer # (B)(4).